Manufacturer narrative:
Block b3: estimated date of event is based on the article published date. Block e1: the initial reporter facility name is (B)(6). Block d4, h4: the suspect device lot number and upn were not reported. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf patient code e1021 captures the reportable event of pancreatitis. Imdrf patient code e1109 captures the reportable event of cholangitis. Imdrf patient code e0506 captures the reportable event of gastro-intestinal bleeding. Imdrf patient code e2330 captures the reportable event of post-procedural pain. Imdrf patient code e2326 captures the reportable event of cholecystitis.

Event description:
Boston scientific became aware of an event involving rx cytology brushes through the article, comparison of two intraductal brush cytology devices for suspected malignant biliary strictures: randomized controlled trial, by myrte gorris, et al. Per the article, between june 2016 and june 2021, rx cytology brushes were used in endoscopic retrograde cholangiopancreatography (ercp) procedures during a randomized controlled trial. Procedure-related adverse events mentioned in the article included pancreatitis, gastro-intestinal bleeding, cholangitis, cholecystitis, and post-procedural pain. Please see the referenced article for full details.